Event description:
It was reported the patient's blood glucose level rose to 301 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found at a 90 degree angle. It was also discovered that the site was bleeding. As treatment, the patient replaced the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 301 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found at a 90 degree angle. It was also discovered that the site was bleeding. As treatment, the patient replaced the pod.

Manufacturer narrative:
The device was received deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls during the pod's run. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause bleeding or bruising.